Manufacturer narrative:
During service performed at zoll, the loaner autopulse platform (s/n (B)(4)) passed the initial functional testing, but it failed final testing due to a fault code 16 (timeout moving to take-up position) error message. The root cause of the fault code 16 was the defective drivetrain motor, probably caused by a defective component. The defective drivetrain motor was replaced to remedy the fault. In addition to the reported issue, visual inspection of the returned autopulse platform revealed physical damages to the top cover and bottom enclosure. Based on the photos provided by the zoll service team, there was a large crack near the front area of the top cover and the screw fittings of the bottom enclosure were noted to be broken. The observed physical damages were appeared to be the characteristics of harsh impact due to mishandling. The damaged covers were replaced to address the issues. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During servicing of the autopulse platform (s/n (B)(4)) performed at zoll, the platform failed final testing due to a fault code 16 (timeout moving to take-up position) error message. No patient involvement.